Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath wherein a leak was encountered from the valve and there was an inability to insert the introducer into the sheath. On 12/19/2018, the product analysis lab dissected the device and identified the hemostatic valve was found inside of carto vizigo¿ 8.5f bi-directional guiding sheath. Additionally, a scanning electron microscope (sem) was performed and showed evidence of mechanical damage and a cut on the surface of the hemostatic valve. It is possible that the damage was generated with an unknown object. No other anomalies were observed. These findings were reviewed and assessed as MDR reportable malfunctions. Device evaluations details: the device evaluation has been completed. The device was inspected and the dilator was found outside the sheath. Valve appears pushed into the hub. Then, the device was dissected and the hemostatic valve was found inside the sheath. Additionally, a scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage and a cut on the surface of the hemostatic valve. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage on the valve cannot be related to the manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the procedure. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 00001050 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath wherein a leak was encountered from the valve and there was an inability to insert the introducer into the sheath. The user reported that the carto vizigo¿ 8.5f bi-directional guiding sheath was unusable. The introducer will not go inside the sheath and the valve leaked when trying to flush the carto vizigo¿ 8.5f bi-directional guiding sheath. It was described as the actual plastic housing was intact, the reason for the leak was that the diaphragm had become dislodged. It has not actually broken into separate pieces and did not become detached. There was no patient consequence. The reported issues were reviewed as assessed as not MDR reportable since the potential that these could cause or contribute to death or serious injury or other significant adverse event is remote. On 11/29/2018, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. On 12/19/2018, the product analysis lab dissected the device and identified the hemostatic valve was found inside of carto vizigo¿ 8.5f bi-directional guiding sheath. Additionally, a scanning electron microscope (sem) was performed and showed evidence of mechanical damage and a cut on the surface of the hemostatic valve. It is possible that the damage was generated with an unknown object. No other anomalies were observed. These findings were reviewed and assessed as MDR reportable malfunctions. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through product evaluation process on 12/19/2018 and has reassessed this complaint as MDR reportable.